Manufacturer narrative:
Event date: (B)(6) 2018. Date of this report: 8nov2018. The manufacturer's field service engineer (fse) confirmed the reported issue. The customer replaced the defective o2 manifold to address the reported problem. The unit successfully passed the required performance verification test. Part was not returned to fi. The root cause cannot be determined until the device is returned and investigated .

Event description:
The customer reported o2 leak at back of unit. O2 comes out of hoses attached to o2 manifold. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.